Manufacturer narrative:
The investigation into the pump not detected issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs showed the console failed to read pump eeprom multiple times. The failure was reproduced on the returned device by field service. Swapping the impellatronic board with a 'known-good' fixed the failure mode and the console successfully read pump eeprom. The cause of the impella defective alarm was a defective impellatronic board. The cause of the defective impellatronic board is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The physician reported that the automated impella controller (aic) experienced a case start issue. It was reported that during pump insertion, the aic would not recognize the impella cp w/smart assist. The aic screen stated 'defective impella catheter. Disconnect and replace impella catheter'. The aic was turned off and the team restarted the procedure, including blowing into the aic connector plug area (even with compressed air from the room) with the same result. Reportedly a second pump was attempted with the same result. The impella placement was aborted due to another aic not being available and an intra-aortic balloon pump placed instead. There was no patient harm reported.